Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was symptomatic and a remote monitoring transmission revealed the device was taking a long time to mode switch, possibly because of loss of telemetry. It was also noted the right ventricular lead had high threshold and a warning was triggered about two days earlier. The device was subsequently explanted due to an upgrade from a implantable pulse generator (ipg) to a bi-ventricular implantable cardioverter defibrillator (ICD) and the right ventricular lead was explanted and replaced with a defibrillation lead. No further patient complications have been reported as a result of this event.